Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported patient device interaction problem and patient effects, and the relationship to the product, if any, could not be determined. The subsequent treatments were likely related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using two proglide devices after a cardiac ablation interventional procedure with an 11f sheath. Reportedly, the knot of the first device was successfully advanced to the vessel wall, but failed to achieve hemostasis. The foot of the second device was opened and raised to the vessel wall, but the device unexpectedly came out of the patient and lost vessel access. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.